Event description:
The nurse noted urine on floor. The urine meter bag was torn where the meter flips up to drain into the main bag. The tear is in the same place as a bag previously found to be leaking which was previously reported.